Event description:
The patient reported she had been experiencing pain at the battery site that started the week of the report. It was noted that the patient had her device implanted prior to 2005. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)